Event description:
It was reported that the screen of the colonovideoscope became noised, had a whiteout and displayed a communication error e216. This issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.